Event description:
It was reported that the customer was having problems with the insulin pump everyday. Customer stated the insulin pump showed monitor error. Customer reported the insulin pump was resetting. Customer was not feeling well and blood glucose was 306 mg/dl. Customer found motor error alarm occurred during bolus delivery. Customer took insulin shot to treat. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage at the force sensor resistor. No alarm for a loose drive support disk could be verified due to the motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, display window, battery tube threads, and reservoir tube lip. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.